Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was hospitalized on (B)(6) 2015 for the high blood glucose. The customer removed the set and realized their cannula was bent. The customer was treated for the high blood glucose with an IV drip. The customer was sent new infusion sets to try out. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.